Manufacturer narrative:
The returned device was evaluated and the distal end of the exposed portion of the soft cannula found to be torn. Cause and timing of the soft cannula damage could not be determined. No other damages or defects found during investigation. Download data showed no signs of struggle or pulse width increases. Investigation found device was still able to successfully deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the arm longer than 48 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia.